Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a gastroenterological surgery, three devices were used. After an hour since the surgery began, an unspecified error occurred. The user exchanged the first device for second device and continued the surgery. After an hour, an unspecified error occurred. The user exchanged the second device for third device and completed the surgery. There was no patient injury reported. The following information was also provided: *the tissue pad of the second device was separated. This is the report regarding the separation of the tissue pad on the second device.